Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 10 months post implant of this 31mm bioprosthetic valve implanted in the aortic position, it was explanted and replaced with a 29mm bioprosthetic aortic valve of a different model. The reasons for replacement were reported as aortic stenosis, severe regurgitation, dyspnea, 6 m/s velocity across the valve, and calcification. Upon explant, it was noted there were three blossoms of calcium on the valve. No additional adverse patient effects were reported.